Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Reportedly, customer reloaded cartridge. Subsequently, it was reported that a minimum fill notification occurred. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 120-150 mg/dl.